Event description:
The patient reports that his pacemaker system was explanted due to a lead perforation about a year ago. Per the cardiology office, this system was explanted on (B)(6) 2009 because the patient complained of constant pain since the implant. Also, the patient was still symptomatic post implant. There was no notation in the op-note of which lead, if any perforated. This device was retained by the hospital. This is all the information available at this time; should additional information become available, this file will be updated.